Manufacturer narrative:
No button error alarm noted. Intermittent act button due to corroded keypad trace. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the pump stopped working. Customer also indicated that the keypad buttons are not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 315 mg/dl at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.